Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included electrical safety testing without duplicating the malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.